Event description:
During verification testing at the service center, it was noted that the device door roller was missing and the roller pin was broken.

Manufacturer narrative:
Testing and investigation found the device door roller was missing and the door roller pin was broken off. The device door could not be properly closed due to the missing door roller and broken door roller pin, further testing, found the device had unrestricted flow when the door was opened. This was due to the missing device door roller and broken door roller pin. When the device door is not properly closed, the cassette regulator will be opened and the valves will not be closed properly when the door is closed. The valves must be closed by the device mechanism valve pins in order to prevent fluid from flowing freely through the cassette. The probable cause for the missing device door roller and broken door roller pin was leaving the door assembly in the open position exposing the door roller and door roller pin to contact damage. This report represents all the info known by the reporter upon query by hospira personnel.